Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that during stylet/mandrel removal the tip of the device was inadvertently pulled as well causing the stent to slightly pull out of the stent sheath resulting in the reported premature activation; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation when removing the mandrel from a 5x100mm absolute pro self-expanding stent (ses), the stent was noted to be partially deployed and not flowered. Another ses was used and the procedure was completed. There was no patient involvement nor clinically significant delay. No additional information.